Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample on (B)(4) 2009. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the lab. The pt returned to the facility and was redrawn and tested on (B)(4) 2009. On this occasion the lh780 analyzer flagged the est results with messages for lymphocytic blasts and variant lymphocytes. A manual differential was performed on the sample from (B)(4) 2009 and on a slide previously prepared on the sample from (B)(4) 2009. Blast cells were observed in both differentials. The customer believed the manual results to be correct. A corrected report was issued for the (B)(4) 2009 differential. According to the customer there was a delay in "diagnosing the third relapse" of this pt associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. A field service engineer visited the site to collect raw data for analysis. The software algorithm of the lh780 analyzer had its flagging preferences set to [2222], which is the mid level setting for blasts and variant lymphocytes, imm. Ne 1 (immature neutrophils, primary bands) and imm. Ne 2 (immature neutrophils, primary metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with the pt sample from (B)(4) 2009 indicated no significant abnormal cell populations. The shape characteristics and cluster statistics from populations are still within normal ranges. It appears that the root cause was the instrument software algorithm which was not sensitive enough to generate any suspect flags for this pt sample. The data from the pt sample drawn on (B)(4) 2009 did not show a significant abnormal lymph population causing the software algorithm to generated lymphocyte blast and variant lymphocyte suspect flags. It appears that the root cause was the instrument software algorithm which was not sensitive enough to generate any suspect flags for the pt sample collected and processed on (B)(4) 2009.